Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-feb-2026: the issue was identified on 06-jan-2026. The instrument was inspected prior to use and no damage was found. No fragment fell into the patient¿s anatomy due to this event. The procedure was completed with a backup instrument and no patient harm. There was a delay of less than 15 minutes. The instrument will be returned for evaluation. Correction: b3. Event date was updated to 01/06/2026.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Intuitive surgical, inc. (Isi) received user facility report stating: surgeon was using the da vinci intuitive force bipolar instrument and noticed that it would no longer open or close the jaws. Instrument was removed and upon inspection it was noticed that there was a broken cable. Instrument was removed from the field and replaced with new one.